Event description:
This retrospective pregnancy case was reported by a consumer in the lay press, and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure"), injury associated with device ("essure punctured amniotic sac") and premature delivery ("premature birth (baby was born four-and-a-half months early)") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On an unknown date, the patient started essure. The patient experienced pregnancy with contraceptive device, injury associated with device and premature delivery. The patient had essure during the first and second trimesters of pregnancy. At the time of the report, the pregnancy with contraceptive device, injury associated with device and premature delivery outcome was unknown. The pregnancy outcome was reported as: baby was born four-and-a-half months early and lived for only (B)(6) (child case (B)(4)). The reporter considered pregnancy with contraceptive device, injury associated with device and premature delivery to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: this spontaneous non-medically confirmed case report was received with very limited information, via lay press. It refers to a female consumer who became pregnant with essure (fallopian tube occlusion insert). She reported that essure punctured amniotic sac and baby was born four-and-a-half months early (premature delivery) and lived for only (B)(6). This case was reported with limited information. The exact interval between essure insertion and the pregnancy was not reported. It was also not mentioned whether she underwent a confirmation test after insertion. Several maternal and fetal factors may be associated with preterm birth. In this present case, a possible mechanical interference cannot be ruled out. No alternative explanation was provided. Therefore, this case was regarded as incident due to the serious injuries reported. A product technical analysis is expected. Further information cannot be obtained due to lack of reporter´s contact information.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective.(mother case). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received with very limited information, via lay press. It refers to a female consumer who became pregnant with essure (fallopian tube occlusion insert). She reported that essure punctured amniotic sac and baby was born four-and-a-half months early (premature delivery) and lived for only five days. This case was reported with limited information. The exact interval between essure insertion and the pregnancy was not reported. It was also not mentioned whether she underwent a confirmation test after insertion. Several maternal and fetal factors may be associated with preterm birth. In this present case, a possible mechanical interference cannot be ruled out. No alternative explanation was provided. Therefore, this case was regarded as incident due to the serious injuries reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained due to lack of reporter´s contact information.